Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced at the customer site. The customer reported complaint for the thermogard ivtm system displaying error message tcmid: 05 (post ext ram) was confirmed during archive review and initial functional testing. The defective internal temperature sensor assay was replaced to remedy the fault. The console has passed all the final functional testing and is functioning as intended. A review of the event log was performed and multiple error messages tcmid: 05 was noted on the reported event date. During the initial functional testing, the reported complaint was reproduced. The internal temperature sensor assay was noted to be defective. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) displaying error message tcmid: 05 (post ext ram) under ccr (B)(4) reported on (B)(6) 2016. The root cause was determined to be due to poorly seated connector on the internal temperature sensor to the microcontroller board. The connector was properly seated to remedy the fault. The system then passed all the final functional testing and functioned as intended.

Event description:
As reported, during treatment, the thermogard ivtm system (sn: (B)(4)) was displaying several error messages tcmid:05(post ext ram). The customer tried to power cycle the system multiple times; however, same issue persisted. Another thermogard was used to continue with the treatment. No patient injury was reported.